Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels reached high, over 500 mg/dl while wearing the pod between 24 and 36 hours on the arm. The patient thought that the cannula was dislodged so they were not getting any insulin. The patient started vomiting. The patient changed pods and then went to the emergency room. The patient was treated with fluids. The patient was discharged after 3 hours.